Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the the insertion tube rotation ring was broken and charged coupled device was broken is traced to component failure. The most probable cause for the foreign material in the llk plug (laparoscope video cables) of video cable section could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited the insertion tube rotation ring was broken and charged coupled device was broken and the plug of the video cable section contained foreign material. There was no patient involvement.